Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1.1 was not shown up in server. The field service engineer (fse) signed into the machine and found drawer 1.1 available to load, though it was not showing on the server. The sides of the liners were sanded down and after the adjustment, the customer signed in, successfully loaded and inventoried medication in drawer 1.1. The drawer then appeared correctly on the server. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 1.1 was not showing up in server to load. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.